Manufacturer narrative:
The sample was received for evaluation. Visual inspection was performed at 12 inch under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. Results: during the visual inspection, we observed that products inside the trays do not match the labelling. The complaint is confirmed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. Root cause: investigation and corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4).this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was labelled as straight flange but product was a v flange. No patient injury was reported.